Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient was very sick, had rhythm disturbances and had a difficulty of crossing the sino-tubular junction (stj) level during the transfemoral access. During procedure, the patient experienced a rhythm disturbance and pressure drop. The final implant depth was 3mm on the non-coronary cusp and 3mm on the left coronary cusp, but it was difficult to see, due to the team performing cardiopulmonary resuscitation (CPR). After the procedure the patient had low blood pressure and ventricular tachycardia (vtach). At the end of the procedure, the patient got expired, after that the physician mentioned the valve looked at perfect depth and fully expanded. The physician mentioned the possibility of death was coronary bypass graft obstruction with dislodged calcium.

Manufacturer narrative:
An event of material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported material deformation appears to be related to patient anatomy (calcium and tortuous anatomy). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient was very sick, had rhythm disturbances and had a difficulty of crossing the sino-tubular junction (stj) level during the transfemoral access. During procedure, the patient experienced a rhythm disturbance and pressure drop. The final implant depth was 3mm on the non-coronary cusp and 3mm on the left coronary cusp, but it was difficult to see, due to the team performing cardiopulmonary resuscitation (CPR). After the procedure the patient had low blood pressure and ventricular tachycardia (vtach). At the end of the procedure, the patient got expired, after that the physician mentioned the valve looked at perfect depth and fully expanded. The physician mentioned the possibility of death was coronary bypass graft obstruction with dislodged calcium.